Event description:
The manufacturer received information alleging a ventilator's screen was frozen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed or duplicated. The device's lcd display was replaced preventively.